Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The report indicates, "the user advanced the ssr-7 and when he rotated it to pass through the stricture site, the device tip broke off and separated from the device body." The ssr is not intended to be used for dilation/cannulation. This is the most probable cause of the reported event. The instructions for use state, "do not use this device for any purpose other than stated intended use." The instructions for use states the intended use for the sohendra universal catheter (suc) and sohendra stent retriever (ssr), respectively. ¿intended use: these devices are used in conjunction to cannulate and remove stents from the biliary and pancreatic ducts while maintaining wire guide placement.¿ the suc is intended to cannulate the stent. The ssr is intended to remove stents. The instructions for use indicate the following, ¿introduce and advance threaded end of stent retriever over pre-positioned wire guide until it reaches stent. Keeping end of stent retriever that is outside of scope straight, turn stent retriever handle clockwise until threaded end completely connects to stent. Once stent is securely connected to retriever, open elevator of endoscope and slowly pull stent and stent retriever out of channel." The report indicates that a stent was retrieved with the complaint device. The report also indicates that after stent retrieval the device was used for dilation. The report states, "the area representative noted the physician knew that reuse (after autoclave sterilization) of the device and use for dilation/cannulation were off-label." The instruction for use state, "soehendra stent retriever is supplied sterile and intended for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease." Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used off label and the device was reused, a cook representative has been request to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a stent retrieval and dilation procedure, the physician used a cook soehendra stent retriever (ssr-7). After eswl (extracorporeal shockwave lithotripsy) to treat pancreatic stone(s) in the pancreas, the user attempted to perform pancreatic stone removal and stent placement on (B)(6) 2017. Since the approach to the pancreatic stone(s) in the pancreatic tail was difficult due to stricture in the body of pancreas, balloon dilation was performed several times. However, because the stricture site could not be sufficiently dilated, the user judged that it would be difficult to remove the pancreatic stone(s) and decided to place a pancreatic stent without stone removal in order to finish the procedure. However, the stent could not be advanced past the stricture site, so it was retrieved with ssr-7 (complaint device). After that, the user advanced the ssr-7 and when he rotated it to pass through the stricture site [off label], the device tip broke off and separated from the device body. The user tried to retrieve the remained device tip by using a placed wire guide in different ways, but because it could not be retrieved, open surgery was performed on the same day after surgical consultation. The remained device tip was retrieved by resecting a part of pancreatic tissue and the patient was transferred to ICU after the surgery. Then, the patient was transferred to a general ward and hospitalized and is in a non-life-threatening condition. The area representative noted the physician knew that reuse (after autoclave sterilization) of the device and use for dilation/cannulation were off-label. He also said that he has used the product for the same purpose (dilation/cannulation) before several times and it took a longer time to apply torque to the device than usual in this case.

Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report. Only a portion of the metal tip of the device was provided with the return. The returned piece is missing approximately 0.03¿ of its proximal end. A close visual examination of the returned device tip suggests the solder joint adhering the metal tip to the irrotational cable remained intact and that the metal tip broke into two pieces just distal to the solder joint. Dried tissue has adhered to returned portion of metal tip. The proximal end of the returned piece is no longer concentric, it appears slightly crushed and partially folded over. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation evaluation: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Only a portion of the product said to be involved was returned. The report indicates, "the user advanced the ssr-7 and when he rotated it to pass through the stricture site, the device tip broke off and separated from the device body." The ssr is not intended to be used for dilation/cannulation. This is the most probable cause of the reported event. The instructions for use states the intended use for the sohendra universal catheter (suc) and sohendra stent retriever (ssr), respectively. ¿intended use: these devices are used in conjunction to cannulate and remove stents from the biliary and pancreatic ducts while maintaining wire guide placement.¿ the suc is intended to cannulate the stent. The ssr is intended to remove stents. The instructions for use state, "do not use this device for any purpose other than stated intended use." The instructions for use indicate the following, ¿introduce and advance threaded end of stent retriever over pre-positioned wire guide until it reaches stent. Keeping end of stent retriever that is outside of scope straight, turn stent retriever handle clockwise until threaded end completely connects to stent. Once stent is securely connected to retriever, open elevator of endoscope and slowly pull stent and stent retriever out of channel." The report indicates that a stent was retrieved with the complaint device. The report also indicates that after stent retrieval the device was used for dilation. The report states, "the area representative noted the physician knew that reuse (after autoclave sterilization) of the device and use for dilation/cannulation were off-label." The instruction for use state, "soehendra stent retriever is supplied sterile and intended for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease." Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used off label and the device was reused, a cook representative has been requested to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.